Manufacturer narrative:
Device not returned for evaluation.

Event description:
It was reported that due to recurring incontinence the patient had his artificial urinary sphincter (aus) 4.5 cm cuff removed and replaced with a 4.0 cm cuff. Should additional information be received a supplemental report will be submitted.

Manufacturer narrative:
The ams800 cuff was visually, microscopically, and functionally tested. No leak was determined. It performed within specifications. Inspection of the remainder of the device revealed no other damage or irregularities. The complaint component was returned and analyzed, and the reported allegation was not confirmed via product analysis.

Event description:
It was reported that due to recurring incontinence the patient had his artificial urinary sphincter (aus) 4.5 cm cuff removed and replaced with a 4.0 cm cuff. Should additional information be received a supplemental report will be submitted.